Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 360 mg/dl and after straightening the tubing, the bg level lowered. The contact declined tandem technical support's offer to perform a system check to determine a possible cause of the occlusion as the supplies to the pump were due to be changed that day.